Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the component was misaligned during the initial impaction. Dents were noted on every tab of the component.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6), 2014 due to an unknown reason. During the procedure, the liner was placed and unsuccessfully impacted. Another liner was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-03222 & 03223).